Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with a malfunction of line through display, failed section of display was confirmed during product evaluation. The root cause was assigned to lines on the main display. The main lcd display was replaced in order to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The facility representative reported a colleague infusion pump with a "line through display, failed section of display". The event was reported to have occurred before use. This condition had the potential to interrupt delivery. It is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface software version is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.